Event description:
A zoll distributor contacted zoll to report that a pt passed away on (B)(6) 2014. Prior to passing, the pt received four appropriate and one other defibrillation. The first appropriate defibrillation was delivered in response to ventricular tachycardia (vt) at 13:43:40. The post shock rhythm was atrial fibrillation. The next treatment was delivered at 13:44:!5. Atrial fibrillation contributed to the false detections. The post shock rhythm was vt. The final three appropriate defibrillations were delivered in response to vt at 13:44:41, 13:45:03, and 13:45:25 respectively. Treatment 3's post-shock rhythm was asystole. Treatments 4 and 5 post shock rhythms were vt. The response buttons were pressed following the final treatment. A sinus rhythm was detected at 13:45:53. The lifevest device was shutdown at 14:58:41. It was reported that the pt was at home and in the restroom at the time of the event. The pt's daughter-in-law was present, and she assisted with adjusting the pt's garment for electrode contact prior to treatment delivery. The pt was taken to the hosp and pt passed away later that day.

Manufacturer narrative:
Device eval of monitor sn (B)(4) is complete. As received, the monitor was fully functional and able to detect and treat a pt. Electrode belt sn (B)(4) has not yet been returned to the manufacturer. Device eval of the electrode belt was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) - 06/2013 (reuse); electrode belt sn (B)(4) - 02/2014 (reuse).